Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (B)(6) hospital, added here due to character limitation in respective field.

Event description:
It was reported the high frequency electrosurgical unit experienced an e433 temporary reboot error. The issue occurred during preparation for a therapeutic electrodessication of the prostate. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: d9 additional information: d8, h3, h4, h6, h11. The device was returned to olympus for inspection and the e433 error was reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the error occurred due to a fault on the printed circuit board/generator board. Olympus will continue to monitor field performance for this device.